Event description:
A malfunction was reported with the pump indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue arises again, and they acknowledged understanding the instructions.